Manufacturer narrative:
The freedom onboard battery will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The freedom onboard battery was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom onboard battery did not work/charge to its fullest capacity.

Manufacturer narrative:
The customer confirmed that they have lost the freedom onboard battery. Syncardia is closing this file. (B)(4). Follow-up report 1.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom onboard battery (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Battery data was reviewed and a permanent fault code was observed. Visual inspection of external components found no abnormalities. Visual inspection of internal components found no abnormalities. Battery failed incoming functional testing. Gas gauge leds would not illuminate when button was pressed. An additional test was performed on the battery to confirm it could hold a charge. Test confirmed permanent fault code indicating battery is not functional. Failure investigation for this complaint confirmed the reported issue; the root cause of the battery not holding a charge was a permanent fault code within the battery, rendering it inoperable. Root cause of the battery fault code could not be identified with the data available. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Patient was switched to a backup driver without any reported adverse impact.

Event description:
The freedom onboard battery was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom onboard battery did not work/charge to its fullest capacity.